Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that connector luer lock c45 leaked. The following information was provided by the initial reporter: material no: 515202; batch no: unknown. It was reported that the phaseal connector leaking when administering sq chemotherapy. Question email inquiry from nurse manager: we are having an issue with the phaseal connector leaking when administering sq chemotherapy. Response spoke with nurse via phone. Verified that they are using the correct phaseal and phaseal injector. Per the phaseal clinical procedures manual, reviewed technique for connecting the phaseal connector to the syringe assembly (pharmacy sends pre-filled chem syringe with injector attached to nurses. Nurses then connect the needle and connector the syringe assembly). Verified that they are performing this technique correctly. Also spoke with pharmacist who provided the product codes. He does not have the lot numbers for the products used. Informed that this information will be sent to product complaints. Emailed case to product complaints. Verbatim: per customer's response on 11/02/2020, "hello, the leak did not occur at any connection. It occurred at the actual head of the needle if that makes sense? Thanks, per customers response on 10/22/2020, this occurred on (B)(6) 2020. There were no physical injuries other than a portion of the dose leaking. I have worked with the phaseal for years. I truly believe it is just too much pressure for a 15 ml sq injection. I ensured each connection was secure, that was not the issue. When I took the phaseal off, the duration of the injection went smoothly, with no leaking noted with the remaining 9-10 ml. I disposed of the injection per protocol, so I do not have the actual injection for you to reference.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that connector luer lock c45 leaked. The following information was provided by the initial reporter: material no: 515202 batch no: unknown it was reported that the phaseal connector leaking when administering sq chemotherapy. Question email inquiry from nurse manager: we are having an issue with the phaseal connector leaking when administering sq chemotherapy. Response spoke with nurse via phone. Verified that they are using the correct phaseal and phaseal injector. Per the phaseal clinical procedures manual, reviewed technique for connecting the phaseal connector to the syringe assembly (pharmacy sends pre-filled chem syringe with injector attached to nurses. Nurses then connect the needle and connector the syringe assembly). Verified that they are performing this technique correctly. Also spoke with pharmacist who provided the product codes. He does not have the lot numbers for the products used. Informed that this information will be sent to product complaints. Emailed case to product complaints. Verbatim: per customer's response on 11/02/2020 hello, the leak did not occur at any connection. It occurred at the actual head of the needle if that makes sense? Thanks, hello, the leak did not occur at any connection. It occurred at the actual head of the needle if that makes sense? Thanks, per customers response on 10/22/2020 this occurred on friday, (B)(6) 2020. There were no physical injuries other than a portion of the dose leaking. I have worked with the phaseal for years. I truly believe it is just too much pressure for a 15 ml sq injection. I ensured each connection was secure, that was not the issue. When I took the phaseal off, the duration of the injection went smoothly, with no leaking noted with the remaining 9-10 ml. I disposed of the injection per protocol so I do not have the actual injection for you to reference.